Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads.pump received with cracked reservoir tube lip.pump received with cracked reservoir tube.pump received with cracked reservoir tube window.

Event description:
The customer reported that there is physical damage to the insulin pump. There is a crack on the unit. The blood glucose reading was 117 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.